Manufacturer narrative:
On 10/14/2015 the field service engineer (fse) replaced the 3 element scatter sensor and the retic light scatter returned to the desired range. The repairs were verified per established procedure. (B)(6).

Event description:
The customer reported low retic light scatter on the latron controls while running them on the coulter lh750 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results.